Event description:
The patient is reportedly experiencing overly loud stimulation with her internal device. External equipment was exchanged and programming adjustments were attempted; however, this did not resolve the problem. Revision surgery will be scheduled.